Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error, weak battery and blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer mentioned that he placed his pump in his swimsuit. The customer stated that the buttons have not been responding well over the past few days. The customer stated that the buttons seem to get stuck and numbers kept scrolling. The customer reported a weak battery alarm and has changed the battery multiple times. The customer declined to troubleshoot for blank display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to moisture damage on keypad traces also, moisture damage was found on the all electronic assemblies and corrosion was on the motor assembly noted. No unexpected weak battery alerts, blank display anomalies, scrolling of numbers anomaly or off no power anomalies noted during our testing. No punctures on the isolation tape on the lcd board noted. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents are within specification. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.